Event description:
It was reported that patient received an inappropriate therapy due to a svt. The device was reprogrammed to enable the discriminators and the patient was doing fine.

Event description:
Additional information received indicated that the device was explanted and returned for an unknown reason.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis could not be performed at this time because the device is not accessible for testing.